Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the d drive was full in remote support service (rss), which was likely causing the reported errors. A technical support specialist (tss) was unable to dial into the station despite multiple rss restart attempts, receiving timeouts. Required database packages were successfully installed, and the customer was informed of the issue and actions taken. Due to continued dial in issues, the customer assisted by rebooting the station, after which the issue was resolved, and the customer agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was in critical override and displayed the error message, a fatal error has occurred on the underlying data source. As a result, all users were unable to log in to the station. However, there were no delays or adverse events or injuries reported based on this event.